Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 330, 129, 70, 129mg/dl. (Meter). Tests were done within 10 mins with a difference of 77%. Pt did not experience any adverse events. No further info has been reported. Note-customer was using strips expired strips.